Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "a rupture of one device and with atypical chest pain" on unknown side. Device remains implanted.

Event description:
Patient reported "a rupture of one device and with atypical chest pain". Additionally, physician reported ¿suspected axillary siliconeomas¿. Ultrasound and MRI performed. Right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine the cause of the event. Visual analysis of the photographs identified: the unit is broken and red particles in the shell and gel.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "a rupture of one device and with atypical chest pain". Additionally, physician reported ¿suspected axillary siliconeomas¿. Ultrasound and MRI performed. Right side. Device has been explanted and replaced.